Event description:
Abbott diabetes care received a medwatch user report in which a customer reports 3 adc devices detached due to a bent needle, symptoms of bleeding upon application and detachment, and the third device detachment. On (B)(6) 2022, the report further stated: "applied a new freestyle libre2 sensor for monitoring. Was cleaning up packaging and sensor fell off. Noticed that the needle was bent so did not insert properly when tried to apply sensor. Tried to apply another sensor this one stuck however there was bleeding at sensor site. While sitting in car the next afternoon this sensor fell off the arm. Waited until monday to use another sensor since insurance will not pay for additional sensors and prescription could not be refilled until end of (B) (6). As stated applied 3rd sensor on monday lunchtime. Was walking around dinner time and this sensor also fell off. Three sensors in 3 days to me indicates a problem. I've been using sensors for a number of years now so it's not like I am new to the process. Either the adhesive is bad or there is not enough adhesive to support sensor don't know but should not just fall off arm. " adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful no contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. There was no report of third-party medical treatment and no further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 3 adc device were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.